Event description:
It was reported the patient¿s pump was implanted and started at 1mg/day and the patient started having severe vomiting. The dose was turned down to 0.5 mg/day which helped the vomiting somewhat, but the patient¿s pain returned. The patient was currently in the hospital because of the vomiting. It was noted the patient was a stage four cancer patient and was opioid naïve but tolerated the trial well. It was later reported the patient was on 0.06 mg/day and the hcp wanted to program approximately 0.4 mg/day or so. The drug being delivered via the device system was morphine. Outcome information was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).